Event description:
It was reported that out of the box the large needle driver instrument was stuck during fitting. The key was inserted and did not release. The instrument was left without control. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The large needle driver has not yet been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot yet be determined. . Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument involved with the complaint and completed the product failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The bumper test was performed with no issue. The instrument initiated a suture test with large needle with no issue. The instrument was re-tested and passed the intuitive motion test on both attempts. The instrument was fully functional. The complaint was not confirmed by failure analysis. Additionally, the instrument was found to have mechanical indentations/burrs at the grip tips. The instrument was also found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The instrument was found to have multiple input disks cracked. Hairline cracks were found on grip input disks #6 and #7.

Event description:
Refer to h10/h11 for follow-up information.